Manufacturer narrative:
Device passed displacement test and rewind test. Compromised force sensor system alarmed during basic occlusion test due to loose/protruded drive support disk noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and missing end cap sticker.

Event description:
Customer reported via phone call that the insulin squirted out the insulin pump during prime. Customer's blood glucose was 140 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.